Event description:
It was reported that there was heat damage in the battery compartment. No patient involvement reported.

Manufacturer narrative:
B3: day of event unknown. One device was received. During the visual inspection, the battery compartment was found to be cracked. Loctite was used to hold in the battery separators. The far left spring had infused itself into the battery compartment. Additionally, the battery door was missing. The customer reported complaint was able to be verified. The cause of the reported issue was due to a loose battery separator, causing the battery compartment springs to bridge and overheat. The reported issue was resolved by replacing the battery compartment assembly. Device passed all functional and delivery tests after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the 12 month period.